Event description:
The clinician reports that the day the implant was placed in fdi 11, failure occurred upon insertion. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced bleeding. No further patient complications were reported.